Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under the lifevest the irritation was described as open and red. The patient was prescribed an antibiotic from the physician, and the physician ended use due to the irritation. Follow-up indicated that the wound was healing.